Event description:
While placing sterile drapes for a total joint surgery, dr. Noticed a piece of light brown fuzz between the folds of a sterile towel. The towel was immediately removed from the sterile field. The surgery proceeded as planned.